Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and a drain was used. During the surgery, the drain was caught on the bone and broke. It is unknown how the procedure was completed. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): two pieces of the same drain were returned for evaluation. The torn surface looks very indented, suitable to tear due to mechanical damage. The drain was damaged during the surgery procedure and torn when pulled.additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers:batch j1227649, mfg date: 06/01/2012, exp date: 06/30/2017.batch j1227613, mfg date: 03/01/2012, exp date: 03/31/2017. Batch j1234500, mfg date: 06/01/2012, exp date: 06/30/2017. Batch j1235891, mfg date: 06/01/2012, exp date: 06/30/2017.in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers:batch j1227649 mfg date: 06/01/2012, exp date: 06/30/2017.batch j1227613 mfg date: ni, exp date: ni.batch j1234500 mfg date: ni, exp date: ni.batch j1235891 mfg date: ni, exp date: ni.